Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the service history was requested. Service history review: lot #5567809 no service history review can be performed as this is a lot controlled item. Mrr (B)(4) refers to an illegible etch. This mrr is unrelated to the reported issue. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device broke during a trochanteric fixation nail (tfn) procedure. There was no report of harm to patient or delay in procedure. It was reported the surgeon easily identified the broken product and had additional product on hand to use instead. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the customer reported the item was broken. The repair technician reported damaged component as the reason for repair. The cause of the issue is unknown. The alignment was replaced. This item was repaired, passed final inspection and returned to the customer on (B)(4) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.